Manufacturer narrative:
E1: address line 1 "(B)(6)". H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was coming off. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and found that the pump records error code 41622 and that the pump's motor doesn't stop spinning once it begins, which results in the mentioned error. This points to either a faulty camflex sensor or a faulty printed wire assembly (pwa). The direct cause can only be determined at the time of repairs. Either the camflex and/or pwa will be replaced and will be determined at the time of repairs. The dso seal will also be replaced.

Event description:
It was reported that the error code 41622 was displayed. There was unknown patient involvement.